Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the care giver (cg) called in regarding air in the patient line after priming. The cg stated that she had to reprime the patient line a couple of times for it to prime completely. The cg stated that the home patient (hp) started the therapy and then started getting shoulder pain. The cg stated she would like to know how air got into the patient line. The cg asked if the hc would alarm if there was air in the set. The technical service representative (tsr) stated yes, with system error 2240 (air in line). The tsr asked if the lines that were not being used were closed. The cg stated yes. The cg stated that she did not check the entire patient line. The tsr explained that the cg should check the whole patient line every time because if there was air in the patient line, that might have caused the shoulder pain. The tsr asked if the hp had animals. The hp stated that they did not. The tsr explained that if there was an issue with the patient line connection or an issue with the transfer set that may be another possible cause. The cg stated that they were careful with the connections. The cg stated that the heater bag did not connect properly once that night, so they started over. The tsr explained that if the hc had any air in the lines that the hc would push the air down the line. The tsr explained some of the causes of how air could have been in the patient line. There was patient involvement but no injury or medical intervention was reported. Baxter product surveillance (bps) contacted the cg on (B)(4) 2012. The cg stated that after starting over with new supplies, therapy went well. The cg stated that they were not sure what could have caused the issue, but stated that they remembered the heater bag not connecting tightly to the heater line. The cg stated that it just did not feel tight enough. The cg could not provide further information regarding the connection issue. The cg stated that they did not start over after discovering the connection issue and ended up connecting the patient. The cg was not sure if she saw air in the lines, but she did state that she did not check the lines. The cg stated that she eventually ended therapy and started over with new supplies after speaking to the tsr. Per the cg, they were not properly trained and did not know that they had to check for air. The cg stated that the hp was going to stop doing peritoneal dialysis therapy since the patient was small and it was not working for her. The cg stated that the hp was going to go back to home hemodialysis. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.